Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant." Date of birth - 1946. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2016-00462 / 00464).

Event description:
It was reported that a patient underwent an internal fixation procedure on (B)(6) 2016 due to a femoral neck fracture. Subsequently, the patient was revised on (B)(6) 2016 due to the fracture of three screws caused by patient fall. It was reported that the patient fell while at rehab but not while preforming rehab exercises. During the procedure, six screws and the fracture plate were removed and competitor products were implanted.